Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Patient with diagnosis of thoracic insufficiency, congenital scoliosis, s/p multiple veptr procedures. Patient experienced fusion of scapula to upper rib complex, brought to or for mobilization of scapula, resection of heterotopic bone and capsuloplasty, revision of veptr.